Event description:
Boston scientific received information that this right ventricular (rv) lead had a lead safety switch reset. This lead displayed high out of range impedance measurements. There is an allegation that this rv lead also has a conductor fracture. No adverse patient effects were reported.

Manufacturer narrative:
Subsequently, surgical intervention performed with information stating the lead was surgically abandoned. Another lead was successfully implanted with no adverse effects reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.